Event description:
During patient treatment, operators of the 3100a reported observing the delta-p pressure to rise on its own from 24 to 38 cmh2o. Operators also stated that when the delta-p rose, the piston bargraph display widened and the oscillatory driver became noisy. The patient was placed on a conventional ventilator, at the request of the attending physician, with no adverse effects on the patient.